Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for aa7040f13 was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
One used sample was returned for evaluation. Visible inspection revealed that the molded head was discolored with foreign substances on the exterior of the device. The tubing and balloon parts of the device were not returned with the sample. The mic key device showed signs of damage to the molded head of the device. The entire molded head was broken away from the silicone tubing. The break appeared to be jagged. The investigator was unable to infuse the balloon with liquid due to the missing components which were not returned. A process review was performed, and no tools, molding processes, core pins conditions, or deflash process could be identified that could have caused the damage found. No manufacturing root cause could be determined. However, per the customer's own comments, the patient was prone to pulling on the device, which may have led to the damage described. All information reasonably known as of 26-sep-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 01 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not received.

Event description:
It was reported that the hub of the mic-key device came apart from the lumen. The internal portion remained inside the patient. The patient is prone to pulling out their button on a regular basis due to behavior issues. Per additional information received on (B)(6) 2017, the patient is under observation by nurses, to see if the part is passed via stool. There was no sign of pain or distress when the nurse placed another mic key device. There was no resistance, and aspirate of ph was normal, with no blood. The patient has been comfortable since. No further information has been provided at this time.